Manufacturer narrative:
(B)(4).

Event description:
It was reported that during maintenance a ventilator display froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. The repair could not be verified. A non-medtronic service provider returned the single board computer printed circuit board pcb). The service engineer evaluated the pcb and verified the reported complaint. When the device was powered on, the display froze at the six picture screen. The reported event was duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.